Event description:
Blister and burns on arm after treatment of pigmented lesions.

Manufacturer narrative:
The patient consulted a dermatologist that prescribed biofin cream and was informated that he is not burnt and he will heal with no further complications. Device is being shipped back to cynosure inc for evaluation.